Event description:
It was reported that during a laparoscopic vertical banding gastroplasty, the third clip did not form. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. No additional information is available.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at the 14th firing sequence. Thus, it did not show up completely. A possible cause for the indicator failure may be a previous feed error. The batch record was reviewed and no anomalies were noted during the manufacturing process.